Event description:
Manufacturer representative reported system removed for infection. The device was explanted but not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient had ¿massive infections and stuff¿ with the explanted implantable neurostimulator (ins). It was stated the patient had to see a plastic surgeon that had to ¿open her up because of a giant bursis (sic) where the battery was.¿ it was further stated the patient was in the hospital for four weeks at that time.